Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual inspections were performed on the returned device. The tip separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported tip detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during the procedure to treat a target lesion in the left superficial femoral artery, pre-dilatation was performed using a total of approximately 47 cm of non-abbott drug-coated balloon. A dissection occurred, not caused by an abbott device. Three supera stents were deployed to treat the lesion and the dissection. The first two supera stents were deployed without issue. The third supera was deployed without issue; however, during removal of the stent delivery system, the tip of the delivery catheter separated at a location outside the patient anatomy and remained on the guide wire. As the separation occurred outside the patient anatomy, the separated tip was easily removed from the guide wire. There was no difficulty noted during advancement or withdrawal of the device. There was no adverse patient effect and no clinically significant delay. No additional information was provided.